Event description:
It was reported that when the device was used during an unknown procedure, the device misfired with incomplete cutting and difficulty in releasing the tissue. It was unknown how the case was completed. There was no consequence to the pt.